Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had stuck button alarm. Customer stated they did press a button down for 3 minutes or longer. Customer reported that they were not able to clear the alarm. Customer also reported that insulin pump had a blank display. Customer stated the contacts on the battery cap were neither missing nor damaged but display returned after pump restart. Customer reported that when she got the power error alarm it would not allow her to arrow down to select okay. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Device received with operating currents within spec. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 35 alarms noted. No damage on electronic assemblies noted. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. (B)(4).